Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During the evaluation it was noted that the proximal tube shaft was bent. The instrument was received with four remaining clips. Functional testing found the instrument to cycle without binding. Clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media despite the observed shaft deformation. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, at the third firing, when the clip was loaded for clipping on the cystic duct, the tip was in slightly closing status. The clipping was performed as it was, but the proximal side didn¿t close, and the device was removed from the tissue. At the time of loading, the similar event occurred for several times, so the device was stopped using. The procedure was completed with another device. There was no patient injury.